Event description:
It was reported that the device had error d2a offset voltage background test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual testing was not performed however functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the main board did not work as intended due to damage. Main board was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.